Event description:
It was reported that the elite iq was unable to achieve desired fluences. An investigation was conducted on 7/22 and found energy emitted was low and measurement showed it was greater than 20% out of specification. There was no report of a patient injury related to this event. This incident is reportable because it is an accidental radiation occurrence (aro) since the device operated out of specification range.